Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of obstruction and pain are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B1 - adverse event/product problem: "product problem" was added.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery after a neurological thrombectomy procedure using an 8f sheath. Reportedly, post procedure, the prostyle achieved hemostasis. The patient's lower limb pulse was unable to be taken. An angiogram noted an occlusion. The vessel was surgically opened. It was observed the suture caught the backwall of the vessel; the suture was cut to open the vessel. Pain medication was administered, and hospitalization was prolonged. There was no clinically significant delay in the procedure. No additional information was provided.